Manufacturer narrative:
All available patient information was included. Additional patient details are not available. Trending review determined no adverse trend for the issue for the product. Historical complaint review determined there is normal complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Historical performance in the field of reagent lots using worldwide data through abbottlink was evaluated. The patient median result for the lot is comparable with all other lots in the field and within established baselines, confirming no systemic issue for the product lot. Based on the investigation, no deficiency for lot number 39382fn00 was identified.

Event description:
The customer stated that repeat reactive alinity I hbsag qualitative ii results were generated for a patient sid (B)(6). (B)(6) 2022: initial result 5.12 s/co (reactive). Alinity I hbsag qualitative ii confirmatory 85% (confirmed positive). (B)(6) 2022: repeat result 1.4 s/co (reactive). The reactive results were not consistent with the patient's clinical history. A new sample sid (B)(6) was drawn from the same patient on (B)(6) 2022 and the result was nonreactive at 0.32 s/co. No impact to patient management was reported.